Event description:
The following was reported to hamilton medical ag: summary:vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in pressure sensor assembly (defective) correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: leak in pressure sensor assembly (defective). Correction: replaced the defective component. Hamilton medical ag complaint number: (B)(4).